Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was damaged or open unit package where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the product inside the package looks dirty."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter / cloudy packaging was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter / cloudy packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter / cloudy packaging. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was damaged or open unit package where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the product inside the package looks dirty."